Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50x20mm promus element ¿ drug eluting stent was selected for use to treat the lesion. During preparation, when the physician removed the stent protector, the physician noted that the stent was not on the balloon. The stent was inside the protector and was separated from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis along with the stent protector. A visual examination of the crimped stent found the entire stent profile was damaged with stent struts damaged & distorted. The product stent protector was returned for analysis with the device and was measured to be within specifications. Based on the measured & specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating good crimp contact along the entire balloon wall between the coated stent and balloon. A visual and tactile examination found a shaft kink 9mm distal from the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50x20mm promus element drug eluting stent was selected for use to treat the lesion. During preparation, when the physician removed the stent protector, the physician noted that the stent was not on the balloon. The stent was inside the protector and was separated from the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).